Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited high, out of range (oor), shock lead impedance (sli) as detected via the patient remote monitoring system. There was an isolated spike in sli on date of alert with other measurements in the 70's range and graph showed other spikes but not oor. Boston scientific technical services (ts) discussed troubleshooting options. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.